Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. The screen was scratched. Event history log review found no related errors. Upon powerup of the device the reported alarm occurred. The root cause of the reported issue was found to be the downstream occlusion (dso) sensor. Actions were taken to mitigate the reported issue: the dso sensor and the screen were replaced. D4: UDI information is unknown. Updated: a1, g1, h6 no patient involvement.

Event description:
Per customer response email, no patient involvement.

Manufacturer narrative:
Evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with some scratches on the screen. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and cassette was attached to the pump. The pump did not emit any alarm. As a preventive measure downstream sensor was replaced. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump is emitting double beep no cassette alarm. It was also reported that the pump's screen is damaged. No adverse effects were reported.